Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing/weld was broken at the bottom rear of the side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the side frame had separated at the joint between the lower frame tube and upright rear weldment; however, the welding material was still intact. The proximity of the break site to the weld without being through the weld suggests that the break may have occurred due to stress in the heat-affected zone around the weld.

Event description:
The provider states the left side frame is broken at a weld where the back canes attach to the lower rail

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left side frame is broken at a weld where the back canes attach to the lower rail.